Event description:
On 06/09/1998 following a diagnostic procedure, an angio-seal device was placed in a pt's right groin. During deployment and while the physician was pulling up very hard on the suture, the suture broke below the crimp stop. Tension was able to be maintained manually, and hemostesis was maintained. While transferring the pt, bleeding was noted from the puncture site. Manual pressure was held for approximately 15 minutes with hemostasis restored. On 06/11/1998 the pt presented to his physician with right leg numbness and pain upon walking. A doppler study identified "significant asymmetry and occlusion at the right femoral artery." The pt was taken to surgery where several small areas of hemorrhage within the wall and significant amounts of plaque within the vessel were identified. Several irregularities were noted in the illac and common femoral vessels at that time. The vessel was repaired and flow restored. As of 07/15/1998 there has been no report to the MFR of further complication or sequelae.